Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed "err hwbbt". No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the error icon could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and passed. The log was downloaded and reviewed finding error related to complaint. Functional tests were performed and passed all relevant tests. The receiver case was opened for an internal visual inspection and it passed.the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.